Event description:
Pt called alleging that unit powers off during use. Pt replaced the batteries less than a year ago. Pt experienced symptoms of a headache and feeling "weal." Pt contacted md for medical advice and treatment was documented as "other." Meter powers off before the time is up. Customer service was unable to resolve the issue and sent pt a new meter.